Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon review, their pulse generator exhibited backup operation. A device download could not be performed due to the device's low battery status. It was noted that the device was very near the elective replacement indicator (eri) during the last interrogation. The device was removed and replaced on (B)(6) 2018. The procedure was uneventful and the patient was stable.

Manufacturer narrative:
The reported event of backup vvi was confirmed. Analysis found that the device had reverted to backup operation due to a checksum error of unknown cause.